Event description:
It was reported that during routine follow up, it was noted that the inflatable penile prosthesis (ipp) device was not working properly. The patient underwent a surgical procedure in which it was noted that there was a hole in the device. The exact location of the leak was not found. All components were explanted and replaced. There were not patient complications related to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during routine follow up, it was noted that the inflatable penile prosthesis (ipp) device was not working properly. The patient underwent a surgical procedure in which it was noted that there was a hole in the device. The exact place of the leak was not found. All components were explanted and replaced. There were not patient complications related to this event.